Event description:
The patient reportedly experienced post-auricular pain at the implant site and clear fluid from the canal. The patient's tympanic membrane had reportedly collapsed and the device positioner is partially extruded. The patient was taking oral antibiotics and using cipro in the ear canal. The patient is no longer taking antibiotics. Revision surgery is scheduled.